Event description:
It was reported that the health care professional (hcp) had concerns about noise oversensing or a true ventricular event on the patient with this right ventricular (rv) lead technical services (ts) was consulted, and it was not determined if there was noise present or a true ventricular event. Further testing and sensitivity adjustments were recommended. No adverse patient effects were reported. This rv lead remains in service.